Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspected noted tool marks on the case and header. There were also electrocautery marks across the case. The seal plug and set screw were missing. Telemetry could not be established. The device case was removed and a crack in the case became apparent. The crack was in the curve of the case next to the header. Internal visual inspection noted a white residue next to the framework that the hybrid, batteries, and high voltage capacitors were sitting in. Grainy and cracked solder was also noted on the solder connections to some of the components. As a result, the cause of the no telemetry condition and battery depletion was cracked solder joints.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, premature battery depletion was observed. Additionally, it was noted there were abnormal impedance measurements. It was indicated the patient would be hospitalized. Boston scientific technical services (ts) and engineering reviewed the available data and indicated there appeared to be a hardware issue with the device. As a result, the device and electrode were explanted and replaced, no additional adverse patient effects were reported.